Manufacturer narrative:
(B)(4): one sample was received for evaluation. Upon visual inspection of the sample it was noted that it was deformed at the inlet port. In a similar report the sample was submitted to chemical analysis, and in accordance with teknor apex analysis it was confirmed that the deformed ports were exposed to dehp. In conclusion the deformation is caused by long term use with the pvc connector. This failure reported is not caused by manufacturing personnel; this type of defect is caused during long-term contact of the two plastic materials during product usage. A project has been opened to implement a labeling change indicating the risk of this failure with long term contact between these materials. A lot number was not provided; therefore a device history record review could not be performed.

Manufacturer narrative:
(B)(4): the sample is reported to be available for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Event description:
Customer reports that, "the o2 bleed in melts during use with the concentrator bled into CPAP." This was found on a routine concentrator checks which are performed every 3 months. It was noticed when the ball on the concentrator goes down when oxygen is connected during the check. It is also visually obvious to the customer. These adapters were all used with home care patients that need to bleed in oxygen. None of the oxygen ports were completely occluded. The patients use the CPAP nightly. Customer stated that the adapter is not cleaned, sterilized or washed. Customer additionally stated that, it is not routinely changed and the oxygen tubing connected to the adapter is changed but the adapter is not changed. No patient injury/impact occurred. No additional information is available.